Event description:
It was reported from unit horvitz 4 that the nurse was spiking a bag of d10/normal saline 0.25 when the tubing set spike broke off. Although there was a delay in medication therapy in order for a new IV bag to be prepared, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set spike broke off was confirmed. Visual inspection observed that the drip chamber spike tip was broken off. The drip chamber spike tip was not received with the set. Closer inspection of the crack under a lab microscope did not see any evidence of tool marks or scratch marks. Functional testing was not performed due to the crack at the drip chamber spike base. The crack breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from unit horvitz 4 that the nurse was spiking a bag of d10/normal saline 0.25 when the tubing set spike broke off. Although there was a delay in medication therapy in order for a new IV bag to be prepared, there were no adverse effects caused to the patient from the event.